Event description:
I used renu with moistureloc starting about 08/05 and got a serious eye infection 10/05/05 which my ophthalmologist described as a fungus from "plant matter." I was on (3) different drops which finally stopped the infection but left scarring on my cornea. I started wearing contact again in mid-november and was using a different brand of contact solution. When that ran out, probably around 01/06, I started using a second bottle of renu with moistureloc I had, and on 04/07/06, I got another eye infection similar to the one on 10/05/05. The first infection was in my right eye and the second infection was in my left eye. I stopped the drops about a week ago and I am waitng for my vision to return to normal in my left eye.